Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had accuracy issues. The tpn was programmed to infuse 4 ml/hr. Over 24 hours. The tpn was programmed using basic infusion setting via pump module. Intralipid 20% at 0.54ml/hr. (Contained in a 20 ml syringe), was also set-up to infuse using a separate module (syringe module). Approximately at 1600, the nurse changed tpn and lipids and at 1900 it was discovered that the tpn bag was empty. A total of 180ml of tpn was reportedly infused over three hours. Due to the event, it was reported that the patient had "undetectable high blood glucose levels necessitating checks" every one hour. There were no additional interventions administered and the customer stated that no long-term concerns related to the event.

Event description:
It was reported that the device had accuracy issues. The tpn was programmed to infuse 4 ml/hr. Over 24 hours. The tpn was programmed using basic infusion setting via pump module. Intralipid 20% at 0.54ml/hr. (Contained in a 20 ml syringe), was also set-up to infuse using a separate module (syringe module). Approximately at 1600, the nurse changed tpn and lipids and at 1900 it was discovered that the tpn bag was empty. A total of 180ml of tpn was reportedly infused over three hours. Due to the event, it was reported that the patient had "undetectably high blood glucose levels necessitating checks" every one hour. There were no additional interventions administered and the customer stated that no long-term concerns related to the event.

Manufacturer narrative:
Additional information : device eval by manufacturer? And manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.